Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material came out of instrument channel, foreign objects in the nozzle, foreign objects in the light guide lens, foreign objects in the distal end, foreign objects in the knob wire, corrosion on the ultrasonic transducer and instrument channel was crushed where the forceps could not be inserted. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that foreign material came out of instrument channel, foreign objects in the nozzle, foreign objects in the light guide lens, foreign objects in the distal end, foreign objects in the knob wire, corrosion on the ultrasonic transducer and instrument channel was crushed where the forceps could not be inserted was found. There was no patient involvement.